Event description:
During a ptca procedure, upon balloon removal, the 2.5x15 sprinter stuck onto the choice pt guidewire. The 2.5x15 sprinter was used to predialate a moderately calcified and moderately tortuous right coronary artery (rca). It is further reported that all devices were removed together as one unit. The physician then attempted to cross the lesion using a 2.5x16 taxus express2 paclitaxel-eluting coronary stent system but was unable to cross the lesion and the procedure was ended. No patient injuries or complications were reported. Patient status is reported as 'ok'.